Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm noted. The pump was also received with a minor scratched lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 195 mg/dl at the time of the incident. Customer stated that she was trying to bolus and the buttons stopped working. Customer then received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.